Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include traumatic injury, excessive forces applied to implant or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D4, d10: lot number and concomitants added. H4: manufactured date added.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after tha had been performed on (B)(6) 2019, the patient experienced a bone fracture with malalignment of the stem. A revision surgery was performed on (B)(6) 2019 where polarstem stem std ti/ha 01 non-cem and oxinium fem hd 12/14 32mm +4 were explanted. Patients current health status is unknown. This information was provided by the national joint registry for (B)(6) and (B)(6) supplier feedback; therefore, further information is not available.